Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg and it was taking longer to charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.